Event description:
Info received indicates, the three seams at the head end of the mattress topper are coming apart allowing fluid penetration into the seam.

Manufacturer narrative:
A new mattress topper was sent to the account to repair the bed.